Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the emergency room during insertion, the md found that the connection between the raulerson syringe and the introducer needle was too loose to advance into the patient. As a result, a new kit was opened and used without issue. There was no reported delay, death, or complications to the patient as a result of this occurrence.